Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery and the load process. Customer's blood glucose level was not impacted.